Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod communication alarm during operation. The patient reports they deactivated the pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. A 0x22, main is in critical hazard alarm, hazard alarm was observed in the pod data. No damages or deficiencies were observed that would contribute to the reported 0x22 alarm. The cause of the reported 0x22 alarm could not be determined. The external portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined.